Event description:
It was reported that patient presented in clinic after receiving inappropriate anti tachycardia pacing therapy during sinus tachycardia due to parameter settings. Programming changes were recommended.